Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that his blood glucose level was 400 mg/dl. They treated his high blood glucose level with a manual injection. The customer woke up with ketones. The insulin pump had a bolus anomaly. The caller's husband gave the customer a one and three unit bolus in the air but nothing came out. The customer's mother was advised to return the insulin pump with the reservoir inside the insulin pump and attached to the infusion set. The customer was advised that the device would be replaced and agreed to return the product for analysis.